Event description:
The theater nurse reported to our sales rep that they had misdrilling of the collum screw, but without any consequences for the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.